Event description:
An optometrist reported a patient with photophobia/peripheral light spectrum (pls) at twenty-one day lasik post-operative unit. At visit patient complained of extreme sensitivity to light that "started tuesday and has gotten worse since". Additional information from reporter indicated patient was started on a topical anti-inflammatory corticosteroid with slow taper. Additional information has been requested. This report is for the right eye, and additional report will be filed for the left eye.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).